Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device.

Event description:
Related manufacturer report number 2017865-2023-47033. It was reported that during a follow up in clinic, noise was noted on the right ventricular (rv) lead and the right atrial (ra) lead resulting in oversensing and inappropriate automatic mode switch (ams). The physician suspected damage of the rv lead and the ra lead, however, diagnostic imaging was not performed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.